Manufacturer narrative:
ADDITIONAL INFORMATION: BASED ON THE RECEIVED INFORMATION, A DAMAGE TO THE ACTIVE ELECTRODE DUE TO EXCESSIVE MECHANICAL STRESS SEEMS VERY LIKELY. FURTHER MEASUREMENTS IN BEFORE THE SUSPECTED IMPACT SHOW AN INCREASED GROUND PATH IMPEDANCE, WHICH IS EITHER CAUSED BY A DAMAGE TO THE REFERENCE ELECTRODE OR AIR OVER THE ELECTRODE. HOWEVER TO DETERMINE AN EXACT ROOT CAUSE DEVICE INVESTIGATION WOULD BE NECESSARY. RE-IMPLANTATION IS CONSIDERED BUT NO DATE HAS BEEN SCHEDULED YET.

Event description:
IN-SITU MEASUREMENTS CONDUCTED ON (B)(6) 2023 SHOWED ELEVATED GPI AND INCREASED IMPEDANCE ACROSS ALL CHANNELS, AND A SLIGHT HEARING DECLINE WAS ALSO OBSERVED. ON (B)(6) 2026, THE PARENT REPORTED THAT THE USER COULD NOT HEAR ANY SOUNDS WITH THE CI. RE-IMPLANTATION WAS PERFORMED.

Event description:
In situ measurements conducted on (b)(6)2023 showed elevated GPI and increased impedance across all channels, and a slight hearing decline was also observed. On 11-Mar-2026, the parent reported that the user could not hear any sounds with the device. Re-implantation was performed.

Manufacturer narrative:
THE DEVICE HAS BEEN EXPLANTED AND SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
IN-SITU MEASUREMENTS CONDUCTED ON (B)(6) 2023 SHOWED ELEVATED GPI AND INCREASED IMPEDANCE ACROSS ALL CHANNELS, AND A SLIGHT HEARING DECLINE WAS ALSO OBSERVED. ON 11-MAR-2026, THE PARENT REPORTED THAT THE USER COULD NOT HEAR ANY SOUNDS WITH THE CI. RE-IMPLANTATION WAS PERFORMED.

Manufacturer narrative:
Conclusion: Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, damage to the reference electrode was found. The problems given in the recipient report appear to match the damage found.